Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was conducted. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All test results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. No other investigation requests have been received for this production order (p/o). Additionally, the following manufacturing operations documentation were reviewed in detail; optical inspection, print proof labeling, boxing operation, and manufacturing process controls. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a patient is experiencing unexpected post operative refraction due to the implant of intraocular lens (iol), model z9002, which is a part of a recall.